Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex artery. A 6mmx3.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon initial inflation at 6 atm for 3 seconds. Furthermore, a pinhole was noted. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No patient injury was reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified no issues with the hypotube profile. No issues identified with the polymer shaft. A pinhole was identified in the balloon material over the proximal section of the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified with the tip profile. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit and an attempt was made to inflate the balloon, but it failed to inflate due to a pinhole in the balloon material over the proximal section of the proximal markerband. No damage was observed to the markerband.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex artery. A 6mmx3.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon initial inflation at 6 atm for 3 seconds. Furthermore, a pinhole was noted. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No patient injury was reported and the patient was in good condition after the procedure.